Event description:
Customer reported cracks around the battery and upper right side of the screen. Customer stated that she was exercising and the insulin pump may have been exposed to moisture as it alarmed button error. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at the lcd board per visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corners and display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.